Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-jul-2023. Customer returned total of (11) 32g 4mm pro loose pen needles, 5 opened from unknow lot# and 6 unopened from the lot# 2228984, reporting unable to operate. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. All the returned samples visually examined and observed one opened pen needle with broken cannula. No other issues were observed on all other pen needles. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 0.0092 in. 0.0093 in. 0.0091 in. 0.0093 in. 0.0093 in . 0.0092 in. 0.0093 in. 0.0093 in. 0.0093 in. 0.0093 in. 0.0094 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the needle's cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No issues were observed with bent patient end and functionality test was performed and no issues were observed with attach/detach, flow and function. No issues of any kind were observed on the returned samples. Therefore, embecta was not able to confirm the customer indicated issues. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) it was difficult to operate properly. There was no report of patient impact. The following information was provided by the initial reporter: material#: 320555. Batch#: 2228984. It was reported by the consumer that patient end does not penetrate the injection site. He has to use a lot of force when giving his wife her injection. This type of force is causing pain, bruising and bleeding. He also stated sometimes that patient end when bend when taking injection. Verbatim: spouse of consumer reported at times, patient end does not penetrate the injection site. Stated, has to use a lot of force when giving his wife her injection. Stated, this type of force is causing pain, bruising and bleeding. Stated, did not seek medical intervention. Stated, sometimes that patient end when bend when taking injection. Stated, does not re-use and primes 1 unit before use. Stated, he does rotate the different injection areas. Lot: 2228984. Catalog: 320555. Date of event: unknown. Samples: yes cl.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) it was difficult to operate properly. There was no report of patient impact. The following information was provided by the initial reporter: material#: 320555. Batch#: 2228984. It was reported by the consumer that patient end does not penetrate the injection site. He has to use a lot of force when giving his wife her injection. This type of force is causing pain, bruising and bleeding. He also stated sometimes that patient end when bend when taking injection. Verbatim: spouse of consumer reported at times, patient end does not penetrate the injection site. He has to use a lot of force when giving his wife her injection. This type of force is causing pain, bruising and bleeding. Did not seek medical intervention. Sometimes that patient end when bend when taking injection, does not re-use and primes 1 unit before use, he does rotate the different injection areas. Lot: 2228984. Catalog: 320555. Date of event: unknown samples: yes cl.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.